Event description:
Procedure: minimally invasive mitral valve replacement via a small right anterior thoracotomy and right groin cannulation with the placement of endoclamp. A patient with long-standing mitral stenosis and regurg, underwent mitral valve replacement. During the procedure, an endo-balloon was placed in ascending aorta about 4 cm above aortic valve. The endo-balloon was inflated using 15 ml of saline. Complete aortic occlusion was obtained. The procedure went forward. The anterior leaflet was removed, but posterior leaflet was left intact. Mitral valve was replaced. The valve was lowered and sutures were tied using knot pusher. Just before completion of tying the sutures around the valve, the endo-balloon ruptured. At this point, the endo-balloon was withdrawn and aortic crossclamp was applied. The rest of the procedure was completed and the left atriotomy incision was closed by running suture of 4-0 prolene. The patient left the operating room in satisfactory condition. Dates of use: 2009. Diagnosis or reason for use: mitral valve replacement.